Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as backup therapy to ensure continuous insulin delivery. Technical support resolved the issue by sending a replacement pump and provided instructions for returning the problematic pump using a pre-paid label within 10 days.